Manufacturer narrative:
(B)(4).

Event description:
Reference (B)(4) for original complaint. (B)(4) opened to capture multiple complaints. According to the reporter:they are saying the suction/irrigator is getting stuck in the trocar sleeve. They have used this combination before in the past with no issues, but have had issues on the last several uses. They have submitted complaints in the past. Will follow up with marketing to see if this problem has been otherwise reported. There was only a delay in the case, nothing else wrong happened. Suction irrigation system was getting stuck in the device, forcing them to switch out the trocar. They have use this combination in the past with no problems. His account. Can you please confirm the details regarding these complaints and why they were not reported to covidien? A ftr has to be submitted for each incident.

Event description:
Procedure:lap chole. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/06/2015.